Event description:
An attempt was made to use a 2.5mm diameter x 12mm length endeavor sprint otw drug-eluting stent. The lesion was 95% stenosed with moderate tortuosity and severe calcification. The physician pre-dilated the lesion twice but no visual changes were noted to the lesion. The physician then attempted to cross the lesion with the relevant device. The stent dislodged in the cx. The lesion was rewired and another endeavor sprint otw stent was advanced to where the relevant stent had dislodged. The relevant stent was then crushed to the vessel wall with the second endeavor sprint otw stent. A third endeavor sprint otw stent was then deployed through the second endeavor sprint otw stent and it crossed the lesion but the lesion did not crack. Another inflation was made but the stent remained dog-boned. Several post dilatations were attempted but were not successful. At this stage, a dissection was seen in left main progressing into proximal lad. The dissection was caused by multiple guide manipulations. The pt coded a short time later and emergent CABG was not successful. The pt died in the operating room following the emergent CABG. Reference MFR report numbers 9612164-2011-00481, 9612164-2011-00483 and 1220452-2011-00036.

Manufacturer narrative:
(B)(4). Eval results: death. Results/conclusions: 95% stenosis, severe calcification and moderate tortuosity.